Manufacturer narrative:
As the lot number for the device was provided, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation is inconclusive for the reported unraveled material. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicates that model cq7564 pta balloon dilatation catheter allegedly experienced unraveled material. The information was received from a single source. This malfunction involved one patient with no patient consequences. The patient's age, weight and gender were not provided.